Manufacturer narrative:
The catheter was discarded by the customer and was not returned for evaluation. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the patient had a pneumothorax. The physician was unable to determine the cause of the pneumothorax. During the procedure, they only performed sight specific bal for sampling. The physician completed the case and pneumothorax was discovered after the procedure. The patient was admitted and chest tube was placed.